Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance with multiple cartridges. The customer changed the needle tip and successfully filled a cartridge to address the event. The customer's blood glucose (bg) level was 342 mg/dl and the bg level was addressed with a bolus via the pump.